Event description:
Additional information was received from the patient reporting that the circumstances leading to the patient not getting stimulation to help with their pain was due to the recharger not charging. They indicated that it was due to the paddle charger. They called the manufacturer to address this issue and they were sent a replacement to resolve the issue. The patient weighed 170 pounds at the time of the report. "MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger. Product ID 97745 lot# serial# (B)(6), product type programmer, patient review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device and implantable neurostimulator (ins). The reason for call was due to difficulty recharging the implantable neurostimulator (ins). The patient stated that last night when they went to charge the ins, a screen appeared with "rm" after they got the ins charged to 30%. The patient noted that the controller was at 90%, they have already tried a controller reset, and reported to patient services (pss) that they were getting no stimulation to help with their pain. Patient services walked the patient through a controller reset and instructed them to start charging. The patient did and reported seeing recharging excellent, w/ the ins at 30%, and the controller at 90%. The patient charged the ins to 40%, before the controller prompted them to check the charging status. The patient reported after unlocking the controller seeing recharging excellent and good, before the screen switched to poor recharge quality with a yellow light flashing on the controller. They stated that they had to unplug the recharge telemetry module (rtm) for 1h before restarting the ins charging session. The patient reported that the rtm cord is a little loose when it is plugged into the controller. The issue was not resolved through troubleshooting.